Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient reports the garment is too tight and caused their incision to rip open and start seeping. Patient described the area as painful. There was no alleged device malfunction contributing to the irritation. The patient went to the ER, but there is no indication of medical intervention. Reporting out of the abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.